Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the problems which led to the right hip revision surgery shall be exclusively ascribed to the cup¿s positioning in terms of excessive inclination and lateralization, regardless of the type of bearing. Indeed such positioning would have caused the same problems of instability also with other bearings such as ceramic-on-ceramic and polyethylene-on-metal or polyethylene-on-ceramic. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was additionally reported that the cup had an excessive inclination of 56 degrees which led to dislocations. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: catalog number:15-105058 lot number:956010 brand name: m2a magnum shell. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided but not reviewed by the hcp as they were hand written and could not be translated. Device history record was reviewed and no discrepancies were found. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2a 38 cup; unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02070. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient experienced elevated metal ions approximately 12 years post implantation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.